Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen and morphine (concentrations and doses unknown) via an implanted pump for intractable spasticity and multiple sclerosis. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use and the pump was explanted on (B)(6) 2019. The pump would not be returned as the customer discarded. The patient had a fever and went to the neuro surgery clinic where they diagnosed an infection. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed, and the pump was explanted to resolve the issue. It was noted the catheter remained in the patient. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- with injury.¿ it was further reported the doctor did an emergency explant due to an infection at the pump site and the patient was still in the hospital. The patient¿s weight and medical history were asked, but unknown. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ no further complications were reported/anticipated or expected.